Event description:
Pt reportedly was splashed in the left eye with cidex activated dialdehyde. Pt was not wearing eye protection when the incident occurred. Pt wears contact lenses which were removed prior to flushing the eye with 300 cc of saline.